Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/right side pain"), device dislocation ("migration of essure device location of device: it moved from my right tube and was barely hanging on to the tube/it was hanging out of the bottom of the tube"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, nausea, bladder disorder, obesity, menopausal, stress incontinence, female and stress urinary incontinence. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced libido decreased ("hormonal changes describe: decreased libido"), vertigo ("vertigo."), dizziness ("lightheadedness"), headache ("migraines / headaches"), migraine ("migraines / headaches") and the first episode of fatigue ("fatigue,"). In 2008, the patient experienced the second episode of weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of weight increased ("weight gain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), nausea ("nausea") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during sex/dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract disorder (seriousness criterion medically significant) and bladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), tooth disorder ("dental issues"), the second episode of fatigue ("fatigue,"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and investigation noncompliance ("she did not undergo confirmatory test."). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)), surgery, surgery (anterior repair, cystocele colporrhaphy) and surgery (anterior repair, cystocele colporrhaphy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, the last episode of fatigue, menorrhagia, vaginal haemorrhage and migraine had resolved and the device dislocation, urinary tract disorder, bladder disorder, abdominal distension, tooth disorder, depression, anxiety, libido decreased, vertigo, dizziness, headache, allergy to metals, nausea, dysmenorrhoea, vaginal discharge, the last episode of weight increased, investigation noncompliance and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, bladder disorder, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, headache, investigation noncompliance, libido decreased, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, the first episode of fatigue, the first episode of weight increased, the second episode of fatigue and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Ultrasound scan vagina - on an unknown date: abnormal pelvic sono on (B)(6) 2008, pathology report : diagnosis: moderate and severe squamous dysplasia (cin ii and cin iii) in transition zone in glandular involvement. Chronic cervicitis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menorrhagia, pelvic pain and dyspareunia. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received with her demographic details updated. Event added: abdominal pain. Event term clubbed: migration of essure device location of device: it moved from my right tube and was barely hanging on to the tube/it was hanging out of the bottom of the tube. Onset dates of events were added. Concomitant conditions added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/right side pain"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and device dislocation ("migration of essure device location of device: it moved from my right tube and was barely hanging on to the tube") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, nausea and bladder disorder. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("pain during sex/dyspareunia (painful sexual intercourse),"), libido decreased ("hormonal changes describe: decreased libido"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), the first episode of fatigue ("fatigue,"), vaginal discharge ("vaginal discharge") and the first episode of weight increased ("weight gain"). In 2016, the patient experienced urinary tract disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), tooth disorder ("dental issues"), the second episode of weight increased ("weight gain"), the second episode of fatigue ("fatigue,"), depression ("depression"), anxiety ("anxiety"), vertigo ("vertigo."), dizziness ("lightheadedness"), allergy to metals ("nickel allergy") and investigation noncompliance ("she did not undergo confirmatory test."). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)), surgery (anterior repair, cystocele colporrhaphy), surgery (anterior repair, cystocele colporrhaphy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, the last episode of fatigue, menorrhagia, vaginal haemorrhage and migraine had resolved and the abdominal distension, tooth disorder, the last episode of weight increased, depression, anxiety, libido decreased, vertigo, dizziness, urinary tract disorder, bladder disorder, headache, device dislocation, allergy to metals, nausea, dysmenorrhoea, vaginal discharge and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, bladder disorder, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, headache, investigation noncompliance, libido decreased, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, the first episode of fatigue, the first episode of weight increased, the second episode of fatigue and the second episode of weight increased to be related to essure. Diagnostic results: (B)(6) 2008, pathology report : diagnosis: moderate and severe squamous dysplasia (cin ii and cin iii) in transition zone in glandular involvement. Chronic cervicitis. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as hormonal changes describe: decreased libido, vertigo. Lightheadedness, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: it moved from my right tube and was barely hanging on to the tube, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, she did not undergo confirmatory test, vaginal discharge, fatigue, weight gain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out it broke'), pelvic pain ('pain/right side pain'), device dislocation ('migration of essure device location of device: it moved from my right tube and was barely hanging on to the tube/it was hanging out of the bottom of the tube / right coil migrated'), urinary tract disorder ('bladder or urinary problems or changes') and bladder disorder ('bladder or urinary problems or changes') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmatory test.". The patient's medical history included parity 2. Concurrent conditions included nickel sensitivity, nausea, bladder disorder, obesity, menopausal, stress incontinence, female and stress urinary incontinence. Concomitant products included codeine phosphate (codine linctus), medroxyprogesterone acetate (depo provera), paracetamol (tylenol), progesterone since (B)(6) 2016 and testosterone since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced fatigue ("fatigue,"), libido decreased ("hormonal changes describe: decreased libido"), vertigo ("vertigo."), dizziness ("lightheadedness"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2008, the patient was found to have the second episode of weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during sex/dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract disorder (seriousness criterion medically significant) and bladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), growth hormone deficiency ("hormone deficiency"), abdominal distension ("bloating"), tooth fracture ("dental issues / dental problems-teeth are breaking down"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach hurting so bad"), thyroid disorder ("thyroid problems"), rash ("rash, rashes on joints"), dry skin ("dry skin"), back pain ("pain in back"), pain ("throbbing pain right side"), arthralgia ("joint hurt / joint pain"), feeling abnormal ("brain fog "), mood swings ("mood swing"), insomnia ("insomnia"), pruritus ("itching"), anger ("angry"), food allergy ("food allergies"), dental caries ("tooth decay"), cyst ("cyst"), palpitations ("heart palpatations") and vitamin d deficiency ("vitamin d deficiency"), was found to have a pregnancy with contraceptive device ("miscarriage five months with twins") and was found to have uterine leiomyoma ("fibroids"), blood glucose decreased ("sugar problems") and precancerous cells present ("precancer"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) and anterior repair, cystocele colporrhaphy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, urinary tract disorder, bladder disorder, pregnancy with contraceptive device, abortion spontaneous, growth hormone deficiency, abdominal distension, tooth fracture, depression, anxiety, libido decreased, vertigo, dizziness, headache, allergy to metals, nausea, dysmenorrhoea, vaginal discharge, the last episode of weight increased, abdominal pain, abdominal pain upper, thyroid disorder, rash, dry skin, back pain, pain, arthralgia, feeling abnormal, mood swings, insomnia, pruritus, anger, food allergy, dental caries, uterine leiomyoma, cyst, blood glucose decreased, palpitations, vitamin d deficiency and precancerous cells present outcome was unknown and the pelvic pain, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage and migraine had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anger, anxiety, arthralgia, back pain, bladder disorder, blood glucose decreased, cyst, dental caries, depression, device breakage, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, growth hormone deficiency, headache, insomnia, libido decreased, menorrhagia, migraine, mood swings, nausea, pain, palpitations, pelvic pain, precancerous cells present, pregnancy with contraceptive device, pruritus, rash, thyroid disorder, tooth fracture, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menorrhagia, pelvic pain and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Ultrasound scan vagina - on an unknown date: results: abnormal pelvic sono. (B)(6) 2008, pathology report : diagnosis: moderate and severe squamous dysplasia (cin ii and cin iii) in transition zone in glandular involvement. Chronic cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out it broke'), pelvic pain ('pain/right side pain'), device dislocation ('migration of essure device location of device: it moved from my right tube and was barely hanging on to the tube/it was hanging out of the bottom of the tube / right coil migrated'), urinary tract disorder ('bladder or urinary problems or changes'), bladder disorder ('bladder or urinary problems or changes'), abortion spontaneous ('miscarriage') and growth hormone deficiency ('hormone deficiency') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test." And device ineffective "device ineffective". The patient's medical history included parity 2. Concurrent conditions included nickel sensitivity, nausea, bladder disorder, obesity, menopausal, stress incontinence, female and stress urinary incontinence. Concomitant products included codeine phosphate (codine linctus), medroxyprogesterone acetate (depo provera), paracetamol (tylenol), progesterone since (B)(6) 2016 and testosterone since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), libido decreased ("hormonal changes describe: decreased libido"), vertigo ("vertigo"), dizziness ("lightheadedness"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2008, the patient was found to have the second episode of weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during sex/dyspareunia painful sexual intercourse"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract disorder (seriousness criterion medically significant) and bladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), growth hormone deficiency (seriousness criterion medically significant), abdominal distension ("bloating"), tooth fracture ("dental issues / dental problems-teeth are breaking down"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach hurting so bad"), thyroid disorder ("thyroid problems"), rash ("rash, rashes on joints"), dry skin ("dry skin"), back pain ("pain in back"), pain ("throbbing pain right side"), arthralgia ("joint hurt / joint pain"), feeling abnormal ("brain fog "), mood swings ("mood swing"), insomnia ("insomnia"), pruritus ("itching"), anger ("angry"), food allergy ("food allergies"), dental caries ("tooth decay"), cyst ("cyst"), palpitations ("heart palpatations") and vitamin d deficiency ("vitamin d deficiency"), was found to have a pregnancy with contraceptive device ("miscarriage five months with twins") and was found to have uterine leiomyoma ("fibroids"), blood glucose decreased ("sugar problems") and precancerous cells present ("precancer"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) and anterior repair, cystocele colporrhaphy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, urinary tract disorder, bladder disorder, pregnancy with contraceptive device, abortion spontaneous, growth hormone deficiency, abdominal distension, tooth fracture, depression, anxiety, libido decreased, vertigo, dizziness, headache, allergy to metals, nausea, dysmenorrhoea, vaginal discharge, the last episode of weight increased, abdominal pain, abdominal pain upper, thyroid disorder, rash, dry skin, back pain, pain, arthralgia, feeling abnormal, mood swings, insomnia, pruritus, anger, food allergy, dental caries, uterine leiomyoma, cyst, blood glucose decreased, palpitations, vitamin d deficiency and precancerous cells present outcome was unknown and the pelvic pain, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage and migraine had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anger, anxiety, arthralgia, back pain, bladder disorder, blood glucose decreased, cyst, dental caries, depression, device breakage, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, growth hormone deficiency, headache, insomnia, libido decreased, menorrhagia, migraine, mood swings, nausea, pain, palpitations, pelvic pain, precancerous cells present, pregnancy with contraceptive device, pruritus, rash, thyroid disorder, tooth fracture, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menorrhagia, pelvic pain and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Ultrasound scan vagina - on an unknown date: results: abnormal pelvic sono. (B)(6) 2008, pathology report : diagnosis: moderate and severe squamous dysplasia (cin ii and cin iii) in transition zone in glandular involvement. Chronic cervicitis. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received. Events added- stomach hurting so bad, thyroid problems, rash, rashes on joints, dry skin, pain in back, teeth are breaking down, throbbing pain right side, joint hurt, joint pain, brain fog, mood swing, insomnia, itching, angry, food allergies, tooth decay, fibroids, cyst, sugar problems, heart palpatations, vitamin d deficiency, hormone deficiency, precancer, miscarriage five months with twins, found out it broke, device ineffective. Aka name, medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out it broke'), pelvic pain ('pain/right side pain'), device dislocation ('migration of essure device location of device: it moved from my right tube and was barely hanging on to the tube/it was hanging out of the bottom of the tube / right coil migrated'), urinary tract disorder ('bladder or urinary problems or changes') and bladder disorder ('bladder or urinary problems or changes') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmatory test.". The patient's medical history included parity 2. Concurrent conditions included nickel sensitivity, nausea, bladder disorder, obesity, menopausal, stress incontinence, female and stress urinary incontinence. Concomitant products included codeine phosphate (codine linctus), medroxyprogesterone acetate (depo provera), paracetamol (tylenol), progesterone since (B)(6) 2016 and testosterone since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced fatigue ("fatigue,"), libido decreased ("hormonal changes describe: decreased libido"), vertigo ("vertigo."), dizziness ("lightheadedness"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2008, the patient was found to have the second episode of weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during sex/dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract disorder (seriousness criterion medically significant) and bladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), growth hormone deficiency ("hormone deficiency"), abdominal distension ("bloating"), tooth fracture ("dental issues / dental problems-teeth are breaking down"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach hurting so bad"), thyroid disorder ("thyroid problems"), rash ("rash, rashes on joints"), dry skin ("dry skin"), back pain ("pain in back"), pain ("throbbing pain right side"), arthralgia ("joint hurt / joint pain"), feeling abnormal ("brain fog "), mood swings ("mood swing"), insomnia ("insomnia"), pruritus ("itching"), anger ("angry"), food allergy ("food allergies"), dental caries ("tooth decay"), cyst ("cyst"), palpitations ("heart palpatations") and vitamin d deficiency ("vitamin d deficiency"), was found to have a pregnancy with contraceptive device ("miscarriage five months with twins") and was found to have uterine leiomyoma ("fibroids"), blood glucose decreased ("sugar problems") and precancerous cells present ("precancer"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) and anterior repair, cystocele colporrhaphy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, urinary tract disorder, bladder disorder, pregnancy with contraceptive device, abortion spontaneous, growth hormone deficiency, abdominal distension, tooth fracture, depression, anxiety, libido decreased, vertigo, dizziness, headache, allergy to metals, nausea, dysmenorrhoea, vaginal discharge, the last episode of weight increased, abdominal pain, abdominal pain upper, thyroid disorder, dry skin, back pain, pain, arthralgia, feeling abnormal, mood swings, insomnia, pruritus, anger, food allergy, dental caries, uterine leiomyoma, cyst, blood glucose decreased, palpitations, vitamin d deficiency and precancerous cells present outcome was unknown and the pelvic pain, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage, migraine and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anger, anxiety, arthralgia, back pain, bladder disorder, blood glucose decreased, cyst, dental caries, depression, device breakage, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, growth hormone deficiency, headache, insomnia, libido decreased, menorrhagia, migraine, mood swings, nausea, pain, palpitations, pelvic pain, precancerous cells present, pregnancy with contraceptive device, pruritus, rash, thyroid disorder, tooth fracture, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menorrhagia, pelvic pain and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Ultrasound scan vagina - on an unknown date: results: abnormal pelvic sono. (B)(6) 2008, pathology report : diagnosis: moderate and severe squamous dysplasia (cin ii and cin iii) in transition zone in glandular involvement. Chronic cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received outcome of rash updated as recovered resolved from unknown. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out it broke'), pelvic pain ('pain/right side pain'), device dislocation ('migration of essure device location of device: it moved from my right tube and was barely hanging on to the tube/it was hanging out of the bottom of the tube / right coil migrated'), urinary tract disorder ('bladder or urinary problems or changes') and bladder disorder ('bladder or urinary problems or changes') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmatory test." The patient's medical history included parity 2. Concurrent conditions included nickel sensitivity, nausea, bladder disorder, obesity, menopausal, stress incontinence, female and stress urinary incontinence. Concomitant products included codeine phosphate (codine linctus), medroxyprogesterone acetate (depo provera), paracetamol (tylenol), progesterone since (B)(6) 2016 and testosterone since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced fatigue ("fatigue,"), libido decreased ("hormonal changes describe: decreased libido"), vertigo ("vertigo."), dizziness ("lightheadedness"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2008, the patient was found to have the second episode of weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during sex/dyspareunia (painful sexual intercourse),"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract disorder (seriousness criterion medically significant) and bladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), growth hormone deficiency ("hormone deficiency"), abdominal distension ("bloating"), tooth fracture ("dental issues / dental problems-teeth are breaking down"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach hurting so bad"), thyroid disorder ("thyroid problems"), rash ("rash, rashes on joints"), dry skin ("dry skin"), back pain ("pain in back"), pain ("throbbing pain right side"), arthralgia ("joint hurt / joint pain"), feeling abnormal ("brain fog "), mood swings ("mood swing"), insomnia ("insomnia"), pruritus ("itching"), anger ("angry"), food allergy ("food allergies"), dental caries ("tooth decay"), cyst ("cyst"), palpitations ("heart palpitations"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss") and tooth loss ("tooth loss"), was found to have a pregnancy with contraceptive device ("miscarriage five months with twins") and was found to have uterine leiomyoma ("fibroids"), blood glucose decreased ("sugar problems") and precancerous cells present ("precancer"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) and anterior repair, cystocele colporrhaphy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, urinary tract disorder, bladder disorder, pregnancy with contraceptive device, abortion spontaneous, growth hormone deficiency, abdominal distension, tooth fracture, depression, anxiety, libido decreased, vertigo, dizziness, headache, allergy to metals, nausea, dysmenorrhoea, vaginal discharge, the last episode of weight increased, abdominal pain, abdominal pain upper, thyroid disorder, dry skin, back pain, pain, arthralgia, feeling abnormal, mood swings, insomnia, pruritus, anger, food allergy, dental caries, uterine leiomyoma, cyst, blood glucose decreased, palpitations, vitamin d deficiency, precancerous cells present, alopecia and tooth loss outcome was unknown and the pelvic pain, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage, migraine and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, anger, anxiety, arthralgia, back pain, bladder disorder, blood glucose decreased, cyst, dental caries, depression, device breakage, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, growth hormone deficiency, headache, insomnia, libido decreased, menorrhagia, migraine, mood swings, nausea, pain, palpitations, pelvic pain, precancerous cells present, pregnancy with contraceptive device, pruritus, rash, thyroid disorder, tooth fracture, tooth loss, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, menorrhagia, pelvic pain and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Ultrasound scan vagina - on an unknown date: results: abnormal pelvic sono. (B)(6) 2008, pathology report: diagnosis: moderate and severe squamous dysplasia (cin ii and cin iii) in transition zone in glandular involvement. Chronic cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event hair loss, tooth loss added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex"), abdominal distension ("bloating"), tooth disorder ("dental issues"), weight increased ("weight gain"), fatigue ("fatigue,"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal distension, tooth disorder, weight increased, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dyspareunia, fatigue, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.